Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2016, the reporter contacted animas and alleged that the patient had a blood glucose (bg) of 517 mg/dl, asymptomatic with no ketones. Patient required no unusual treatment. During troubleshooting, customer support found the bolus type had been incorrectly programmed in the pump, and that the patient had failed to bolus. Cs referred the patient for diabetes management training, and attributed the bg excursion to training/misuse. This complaint is being reported as the patient experienced hyperglycemia related to use error.